Event description:
A screw broke during surgery and the tip of the screw remains in the patient's bone.

Manufacturer narrative:
The product was discarded by the hospital as biohazardous and was unavailable for evaluation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.